Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot reveals the lot passed all manufacturing and quality inspections. Although the root cause of your experience could not be determined, clip scissoring may occur if the application structure size or the clip application depth, prevent the clip tips from meeting during closure. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Laparoscopy cholecystectomy - "clips are crossed when closed therefore are not tight on the structures."